Event description:
It was reported a leak was noted at the sideport during perfusion. No pt injury reported.

Manufacturer narrative:
One 8f fast-cath hemostasis introducer was received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak at the valve. Additional testing revealed the hemostasis seal was torn at one end of the mfg slit, which caused the leak at the valve. However, it is uncertain what caused the seal to tear.